Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 44 x unknown ¿zimmon biliary stent¿ device of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. Document review: prior to distribution all zimmon biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zimmon biliary stent device could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use of unknown ¿zimmon biliary stent¿ . Since the exact rpn or number of ¿zimmon biliary stents¿ are unknown, we use a worst-case scenario and report 44 devices. This complaint covers the off-label usage of the unknown zimmon biliary stent. Eus guided pancreatic ductal intervention is considered off-label usage. There is also a user-error reported in the literature which can be considered secondary to the off-label usage. It is confirmed from the literature that a 0.025¿¿/0.032¿¿ wire guide was used for the procedure. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. Ten adverse events were reported from the literature which included 2 cases of pancreatitis, 4 cases of abdominal pain, 2 cases of fever, 1 case of stripping of wire and 1 case of minor bleeding. Pancreatitis were likely as a result of the off-label use since the stent is not designed to drain the pancreatic ducts transmurally (transgastric or transduodenal) which might not drain the pancreatic duct efficiently thus led to pancreatitis. Root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Immediate ae were mild and did not require additional intervention. All other ae were conservatively managed. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional clinical input confirming that "pancreatitis was likely as a result of the off-label use since the stent is not designed to drain the pancreatic ducts transmurally (transgastric or transduodenal) which might not drain the pancreatic duct efficiently thus led to pancreatitis." It was also noted that the stent migration noted in this literature paper was related to straight plastic stents and therefore an additional complaint will be opened to capture off-label use and stent migration for geenen pancreatic stent. Stent migration has been removed from the complaint description of this event. Event date has also been updated. Updated complaint description: dalal, 2019, six-year retrospective analysis of endoscopic ultrasonography-guided pancreatic ductal interventions at a tertiary referral center. All procedures were done under total i.v. Anesthesia by two interventional endoscopists with expertise in therapeutic eus and erp. Antibiotics were given peri-procedurally in all cases. Indomethacin had been given per rectum in all cases to reduce the incidence of post-erp pancreatitis. A total of 44 (65.9% male) patients underwent eus-pdi. Ten immediate adverse events (ae) were noted which included abdominal pain (n = 4), pancreatitis (n = 2), fever (n = 2), minor bleeding (n = 1), and stripping of wire (n = 1). Delayed ae included stent blockage in 12/39 (30.8%) and spontaneous stent migration in 5/39 (12.8%) which were managed with stent exchange at follow up. The rendezvous technique was associated with fewer ae than transgastric pancreaticogastrostomy. This complaint will capture: 44 cases of off-label use (endoscopic ultrasonography-guided pancreatic ductal intervention (eus-pdi)). 2 cases of pancreatitis. 12 cases of stent blockage. Patient outcome: overall technical and clinical success was seen in 88.6% (39/44) and 81.8% (36/44), respectively. Technical success was defined as successful drainage and placement of a stent into the main pd. All immediate ae (<24 h of the procedure) were mild and did not require additional reintervention. Stent blockage was managed with stent exchange at follow up.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dalal, 2019, six-year retrospective analysis of endoscopic ultrasonography-guided pancreatic ductal interventions at a tertiary referral center. All procedures were done under total i.v. Anesthesia by two interventional endoscopists with expertise in therapeutic eus and erp. Antibiotics were given peri-procedurally in all cases. Indomethacin had been given per rectum in all cases to reduce the incidence of post-erp pancreatitis. A total of 44 (65.9% male) patients underwent eus-pdi. Ten immediate adverse events (ae) were noted which included abdominal pain (n = 4), pancreatitis (n = 2), fever (n = 2), minor bleeding (n = 1), and stripping of wire (n = 1). Delayed ae included stent blockage in 12/39 (30.8%) and spontaneous stent migration in 5/39 (12.8%) which were managed with stent exchange at follow up. The rendezvous technique was associated with fewer ae than transgastric pancreaticogastrostomy. This complaint will capture: 44 cases of off-label use (endoscopic ultrasonography-guided pancreatic ductal intervention (eus-pdi)), 2 cases of pancreatitis, 12 cases of stent blockage, and 5 cases of stent migration. Patient outcome: overall technical and clinical success was seen in 88.6% (39/44) and 81.8% (36/44), respectively. Technical success was defined as successful drainage and placement of a stent into the main pd. All immediate ae (<24 h of the procedure) were mild and did not require additional reintervention. Stent blockage and spontaneous stent migration were managed with stent exchange at follow up.